Event description:
It was reported that during unpackaging of the 2.5x23mm multi-link 8 stent delivery system (sds), the shaft was noted to be kinked. The device was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another 2.5x23mm multi-link 8 sds was used to successfully complete the procedure. There was no additional information provided. The sds was returned with the shaft separated. Follow-up information could not be received from the account regarding when and how the sds shaft separated.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported shaft kink was not confirmed; however, the shaft was noted to be separated. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.